Event description:
Pt reported having blood glucose issues and discovered a leaky cannula. Pt does not recall the cannula position but stated the self adhesive had dissolved. Pt stated he noticed the leaky cannula and the problem with the self adhesive for about 2 weeks; exact date is unk. Pt reported the highest blood glucose he received was over 550 mg/dl ('hi"); took correction through infusion device after changing infusion set and correction was successful. Pt's normal blood glucose reading is 80-140 mg/dl. Pt stated test for ketones was positive. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.